Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1hg4f, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller read a note that there was a previous lead migration. The caller was an MRI technician and did not have any further information about the lead migration.